Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) note: correct placement of the electrode array against the fundus is important to safe and effective treatment. If part of the electrode array or the distal edge of the external sheath is seated in the endocervical canal during treatment, there is an increased risk of endocervical thermal injury. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Reference internal complaint (B)(4).

Event description:
Following a novasure endometrial ablation (date unknown) the physician reported the patient returned (date unknown) with hematometra. We have been unable to obtain additional information surrounding this event. If additional relevant information is received a supplemental medwatch will be filed.